Event description:
It was reported that when using the bd pyxis¿ medbank tower, had displayed a message as 'drawer offline' when user tried to issue out medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the drawer was offline. A technical support specialist (tss) identified that the drawers were not powered on and guided the customer to use the switch on the back of the cabinet to restore power. The tss then relaunched the application, and users were able to sign in successfully. The system functioned after the technical support specialist troubleshot the device.